Event description:
The customer reported that the dose in boost mode exceeded the state limit. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative calibrated the dose in boost mode to the intended specifications. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence.